Manufacturer narrative:
(B)(4).

Event description:
The customer complained that the lancet does not retract on her accu-chek softclix device. A properly seated lancet was protruding from a properly placed end cap. The customer pressed the plunger of the device and the needle came out of the end of the device and did not retract. The firing button did not turn yellow. When the customer pressed the firing button that was clear, the needle retracted, working in what appeared to be the opposite function of what the device normally does. The customer then tried to test with the device and got a very tiny drop of blood. The customer got a result of 1.6 inr when she tested on her coaguchek xs meter, however; it took the customer longer than 15 seconds (30 seconds) to get the blood from her finger to the test strip. The customer was advised that this result was not correct due to improper testing technique. No adverse event occurred. The accu-chek softclix lancets used in this event were from lot # x142029 with an expiration date of 07/31/2017. The lancing device and lancets have been requested for investigation.

Manufacturer narrative:
The customer returned the lancing device and the lancets. The customer's complaint could not be confirmed. The customer's lancing device was tested with the customer's lancets at all different depth settings. For each attempt, the needle produced a puncture hole, retracted correctly and was ejected correctly. The lancing device was disassembled for investigation and no abnormalities were identified that would verify the customer's allegation. The lancing device works according to specification. No malfunction was observed during the investigation. Additionally, 25 of the customer's lancets were investigated with a stereo microscope and no abnormalities were identified.